Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a compromised force sensor system. The customer's blood glucose was unknown. Customer stated his insulin pump may have been dropped/bumped prior the alarm occurring. Troubleshooting found the drive support cap was not damage. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.